Event description:
The customer contacted physio-control to report that their device powered off by itself and then would not power back on. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control further determined that the customers' modem cable was electrically shorted. When the shorted modem cable is connected to the system connector, it triggers the overcurrent battery protection circuit in the battery which can cause the device to shutdown unexpectedly or prevent it from powering on.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to the customer¿s modem. The customer advised that they will be getting new modems. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself and then would not power back on. There was no patient use associated with this event.